Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found the haptic broken. Dimensional inspection found lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -17.5/+1.5/098 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The surgeon did not implant another lens. The reporter indicated the cause of the event was unknown.